Manufacturer narrative:
Investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1134855 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1134855. Retention samples from batch 1134855 were not available for inspection. Two photos were received for investigation. One photo shows the close up of the agar surface of a plate from batch 1134855 (time stamp 1730) with precipitated dye particles visible. The other photo shows the bottom of a plate form batch 1134855 (time stamp 1730) with the plate print featured for batch verification. No microbial growth was observed in either photo. No return samples were received for investigation. The main component of prepared plated media is purified water. The purified water is held in an agar matrix in the media. Release of the purified water as the matrix contracts during temperature cycling and progression through shelf life is referred to as exudation. Surface dye particles often are observed when the exudate contains some dissolved dye. When the exudate dries on the agar surfaces, the dissolved dye precipitates and presents on the agar surface and/or between the bottom of the agar and plate bottom. This complaint can be confirmed for dye particles. No complaint trend for dye particles has been identified for this product; no actions are indicated at this time.

Event description:
It was reported that while using 4 bd bbl¿ macconkey ii agar contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " contamination inside media ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 4 bd bbl¿ macconkey ii agar contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: contamination inside media.